Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿diffuse red bearing with slight leakage and blisters¿. On (B)(6) 2019 customer had contact with a healthcare provider who prescribed dasselta (desloratadine, an antihistamine) tablets and beloderm (beclomethasone, a corticosteroid) cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.the date entered on the initial MDR erroneously documented the aware date as: june 6, 2019. The correct aware date is: july 9, 2019. This has been corrected in section.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿diffuse red bearing with slight leakage and blisters¿. On (B)(6) 2019customer had contact with a healthcare provider who prescribed dasselta (desloratadine, an antihistamine) tablets and beloderm (beclomethasone, a corticosteroid) cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿diffuse red bearing with slight leakage and blisters¿. On (B)(6), 2019 customer had contact with a healthcare provider who prescribed dasselta (desloratadine, an antihistamine) tablets and beloderm (beclomethasone, a corticosteroid) cream. There was no report of death or permanent injury associated with this event.